Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: (B)(6)/18766443. Product family: scs-linear leads. Upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the leads had migrated and patient was not able to get enough pain relief despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.